Manufacturer narrative:
Additoinal info: h6: images were provided. One post-operative radiographic image was provided that appears to show the salvation beam screw is bent at the talo-navicular joint.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure in which external fixation was used to treat the patients left foot. On (B)(6) 2017 the patient presented at hoag with swelling, redness and pain primarily in her left food and radiating up into her leg. The patient presented at hoag on (B)(6) 2017 reporting that the left foot was worse, more swollen, more red and hotter. On (B)(6) 2017 the patient presented with worsening conditions at hoag and was admitted to the hospital. Patient was diagnosed with charcot foot during this time. The patient underwent a surgical procedure (B)(6) 2017 to repair the collapsed foot using beams and external fixation. Beam placement was from the talus to the first distal metatarsal head. Some time post op, it was found on films that the beam had bent requiring a revision surgery in (B)(6) 2018.